Event description:
It was reported that the lesion was located in the distal lca, which had moderate calcifaction and there was 90-degree angle tortuosity at the proximal left circumflex (lcx). The stenosis was 100%. This procedure was for an ami pt. The lesion was crossed with the bmw universal guide wire without any problems and another company's dilatation catheter was advanced and inflated to 10 atm for 30 seconds. Then, another company's guide wire was advanced to the posterior lateral for protection; however, at this time, the bmw universal guide wire came out. Then, the lesion was re-crossed with this guide wire, but then tip became trapped and the guide wire was removed. The tip was found to be separated at the marker. The separated site was retrieved with a snare device. The procedure was completed with another guide wire successfully.